Manufacturer narrative:
Eval summary: possible causes for rim impactor adapter failures are: impaction without a flush seated adapter to the cup rim leading to concentrated loading. A material defect without the particular fractured adapter. Secondary damage from handling leading to a stress concentration in this region. Based on the information available a definitive cause for fracture cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were available. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the rim impactor fracture while being used to insert a ceramic liner into a continuum cup.